Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g336 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g336 for the reported issue shows no trends. Trends were reviewed for complaint categories, alarm #1: air detected and tubing leak. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer stated at approximately 406 ml whole blood processed they received an alarm #1: air detected alarm. The customer stated they noted air filling up the filter chamber and in the line to the return line air detector. The customer paused the procedure and while checking for the source of air they noticed a slow leak coming from the red cell pump tubing. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer did not return product for investigation.